Manufacturer narrative:
A ge rep evaluated the sys and repaired a loose fuse cap. The sys operates as intended.

Event description:
The customer reported, the system would not display a usable image. No patient injury was reported.